Manufacturer narrative:
H.6. Investigation: IV catheter system was received p/n 383536, batch #9233234. Since no samples displaying the reported condition were received no defects could be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number 8324521 that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd safetyglide¿ needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 305916; batch no. 8324521. It was reported that leakage on side of needle. Was giving flu shot and needle malfunctioned- medication came out of side of needle instead of injecting- needle was securely attached to syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 305916 batch no. 8324521. It was reported that leakage on side of needle. Was giving flu shot and needle malfunctioned- medication came out of side of needle instead of injecting- needle was securely attached to syringe.